Manufacturer narrative:
(B)(4). Catalog number (B)(4) is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned or was discarded; therefore, a return sample evaluation is unable to be performed. Bezoar is a known complication of a pej tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy/jejunal (peg-j) tube. On (B)(6) 2017, the patient had a replacement of his pej tube due to an obstruction. At that time, the doctor observed the presence of bezoar.